Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified through visual inspection. The device was found out of specification in relation to the reported blank screen, which was reproduced during evaluation. The cause was determined to be a failing processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.